Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-02685. It was reported the patient went to the emergency room on (B)(6) 2019 with pain near the trial leads site. When the physician removed the leads, there was yellow puss and discharge. The patient was prescribed antibiotics for a suspected infection.

Event description:
Additional information received indicates the patient is doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.